Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/28/2009 that a customer had an issue with a wet skin scrub kit. The customer stated that the sponge used to prep the inside of the vagina is coming off of the stick.